Event description:
Reported status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: separated shaft. It was reported that in an attempt to treat a distal circumflex stenosis, a 1.5 x 12 voyager balloon was chosen, but the shaft was found to be damaged. No additional event or patient information is available. This event is being filed based on the return goods lab analysis of the device, which revealed a separated shaft.

Manufacturer narrative:
Results code - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon dilatation catheter was returned with no blood visible. There was contrast visible on the stylet. The balloon was loosely folded. The distal shaft was separated at the balloon proximal seal. The shaft material was jagged at the separation. The inner member was separated, 8 cm distal to the guide wire exit notch. The inner member material was jagged at the separation. There was no other damage noted to the catheter. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.